Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was observed on an ECG that the subject pacemaker was not working well. The patient was scheduled for a replacement but never came. It was then reported that the patient died at home from natural causes. Preliminary analysis results showed that based on the available information and hrs recommendations, normal battery depletion occurred.

Event description:
Reportedly, it was observed on an ECG that the subject pacemaker was not working well. The patient was scheduled for a replacement but never came. It was then reported that the patient died at home from natural causes. Preliminary analysis results showed that based on the available information and hrs recommendations, normal battery depletion occurred.